Manufacturer narrative:
Initial 2 of 3. E1: establishment name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three issues that the patient experienced bent cannula resulted in high bg and it was manually corrected with the insulin pump on (B)(6) 2026.